Event description:
Implant failed due to broken/fractured component.the initial report did not have the correct event type documented, thecorrect event type, malfunction, is provided in this follow-up report.

Event description:
Implant failed due to broken/fractured component.